Event description:
The hcp reported that the device was explanted after an implant duration of 49 months due to the pt experiencing "uncontrolled pain, pt having back surgery". The pump was delivering hydromorphone and bupivicaine via the drug delivery system. The pt outcome was not reported.